Event description:
Customer states there is something wrong with the front casters and something wrong with motor. Xmed has had chair for a couple of months stating that invacare and medicare is the reason why chair not fixed. Provided customer name of provider that chair was initially sold to. Provided wheelchair and scooter repair phone number for service.